Event description:
It was reported that a female patient who underwent breast augmentation with a 425cc mentor memorygel breast implant (left) and a 450cc mentor memorygel breast implant (right) experienced left sided breast pain, left sided gel pain, and bilateral device migration post procedure. The patient had bottoming out to the breast implants. Magnetic resonance imaging was performed due to breast pain and demonstrated rupture. The suspected rupture was found to be gel bleed upon explant of the device. Bilateral breast wise pattern mastopexy, bilateral breast lateral capsulorrhaphy, and bilateral replacement with 545cc mentor memorygel breast implants was performed on (B)(6) 2022. Mentor became aware of a left sided issue on (B)(6) 2022. On (B)(6) 2022 mentor received additional information and initial awareness of a right sided issue. This report relates to the left prosthesis. See 1645337-2022-07033 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain/device migration/gel bleed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on june 27, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no gel bleed was observed during the analysis. The event described could not be confirmed as the breast implant was returned without detectable gel bleed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).